Manufacturer narrative:
H6: device code added.

Event description:
Reported via literature article. It was reported that implant movement/shift occurred. An 80-year-old man with atrial fibrillation intolerant to apixaban underwent implantation of a 24mm watchman flx laa closure device, which immediately shifted, exposing uncovered metal in the left atrium. Four weeks later, a non-boston scientific (bsc) angiovac catheter was advanced into the left atrium and a non-bsc 10-mm grasping forceps was introduced via the angiovac catheter. Using the raptor, the 24mm closure device was grasped and with caution, sustained force extracted into the angiovac and out of the body intact. A non-bsc 28mm closure device was then implanted.

Manufacturer narrative:
B3: estimated as 19feb2025 as the accepted date for the article is noted as such. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: roy, s., bakhshi, h., aziz, h., hasan, r. (2025). Extracting a malpositioned occluder device using endovascular forceps. Jacc, volume 30, number 22. Doi:10.d1016/j.jaccas.2025.104639.

Event description:
Reported via literature article. It was reported that implant movement/shift occurred. An 80-year-old man with atrial fibrillation intolerant to apixaban underwent implantation of a 24mm watchman flx laa closure device, which immediately shifted, exposing uncovered metal in the left atrium. Four weeks later, a non-boston scientific (bsc) angiovac catheter was advanced into the left atrium and a non-bsc 10-mm grasping forceps was introduced via the angiovac catheter. Using the raptor, the 24mm closure device was grasped and with caution, sustained force extracted into the angiovac and out of the body intact. A non-bsc 28mm closure device was then implanted.